Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer did not want to troubleshooting. Customer stated that they had to press buttons more than once, scratches on screen, rewind multiple times and the batteries wear quicker. Customer stated that they had to press the buttons two times to get them to work and the insulin pump had scratches in the screen. The device will not be returned for analysis.